Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and mildly calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.